Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have breast cancer. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have breast cancer. The medical intervention that the patient received in response to the event is currently unknown. Pms comment: this notification was reviewed by the pms clinical expert due to the reporting developed breast cancer, the reported event of developed breast cancer was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. Rationale: based on the conclusions reached and documented in (B)(4), dreamstation 1 platform particulate hhe's test data are currently available that do not indicate a correlation between exposure to the detected levels on voc's and carcinogenic effects. The harm described in (B)(4), dreamstation 1 platform particulate hhe's for this complaint is assessed as unrelated. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.